Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the thrombosis (beginning at overlap of main body and proximal stent and extending distally), stent buckling in two areas, stenosis of right common iliac artery, narrowing of graft and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The complaint is most likely user and anatomy related. The superior stent margin of the main body landed into the biggest diameter of the sac, creating poor apposition of the proximal extension and the main body. This likely contributed to the reported event. (Anatomy and user related). There were two areas of stent buckling. The more proximal buckling was likely due to the off label infrarenal angulation. The more distal buckling was likely due to the poor apposition of the proximal extension and the main body. Though, the buckling of the right proximal iliac stent causation is indeterminate. The aortic aneurysm was only 32.3mm in diameter. The aorta was tortuous with sharp angulation below the renal artery (70.3° at 6 months). The approximate angulation on the pre-CT was over 60 degrees and likely off the indications for use. There was stenosis of the right common iliac artery 4 days postoperatively. This stenosis was minimally increased at 6 months. Procedure related harms for this complaint could not be identified. The final patient status was reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with afx2 bifurcated stent graft and an afx vela suprarenal on (B)(6) 2023. The hospital discharge computed tomography (CT) performed on (B)(6) 2023 showed no abnormalities. The six (6) month CT performed on (B)(6) 2023 observed extensive thrombosis in the overlap of the bifurcated stent graft and the afx vela suprarenal. The thrombosis compressed the afx vela suprarenal causing distal graft lumen narrowing (around origin of right common iliac artery). The aneurysm size did not change and there was no endoleak present. The patient¿s ankle brachial pressure index (abi) was normal. Reintervention was performed on (B)(6) 2023 via right access, the gore (non-endologix) vbx stent graft was added in the common iliac artery. Two (2) gore (non-endologix) aortic cuffs were then added from the distal edge of the afx vela suprarenal. Final angiography showed no endoleaks and the blood flow was improved. The patient was reported to be stable post-reintervention.